Manufacturer narrative:
During preventive maintenance activities done by zyno, llc flowrate offset issue was observed. Cause not established. As this issue was observed during preventive maintenance, all the issues observed were resolved. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.

Event description:
On 04/04/2024 during servicing activities of zyno medical devices, which includes preventive maintenance there is a flowrate offset% issue observed where flowrate offset% at pre-rework is 5% and flowrate offset at post-rework is -2%. The issue is observed during preventive maintenance, so there is no patient involved. All the issues observed during preventive maintenance activities were resolved.

Manufacturer narrative:
Upon reassessment, the reported flow rate failure mode has been determined to be non-reportable. Events involving a faster flow rate are not reportable when flow rate accuracy is above +5% but below +15% specification. The severity of this failure is 1 - inconvenience or temporary discomfort. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference complaint #: (B)(4).